Manufacturer narrative:
The complaint device, one (1) final lock screw driver, was evaluated and the reported event was confirmed. The evaluation identified the distal tip of the driver was missing from the device. The torque handle used, operative notes, and/or radiograph images were not provided for review of usage/technique. A review of device manufacturing records was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a minimally invasive posterior fixation procedure. During the procedure, the distal torx feature of the final tightening driver fractured off into the lock screw. After approximately 20-30 minutes were used in an effort to retrieve the fractured piece, it was determined to be captured within the lock screw and unable to be retrieved. As a result, the tip was retained in the patient. No injury and no further patient impact was reported. No additional information was provided.